Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was obtained: sorry we couldn't get the information any more. Were the cases discussed in this article previously reported to ethicon? No. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? If yes, provide details of event and specific product code. Can specific patient demographics be provided for each of the subjects of this article?- we couldn't get the information any more. If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? No. Citation: gland surg. 2017 feb; 6(1): 73¿81. Doi: 10.21037/gs.2016.12.01. (B)(4).

Event description:
It was reported in journal article title: breast reconstruction with absorbable mesh sling: dynamic infrared thermography of skin envelope. The study aime to examine the complications and the safety of the skin flap of absorbable mesh sling (ams) procedure. Eighty one breast from 80 patients (mean age sd 46.0±8.4 years) who underwent nipple-sparing mastectomy and 73 of these underwent immediate, one stage breast reconstruction. In the procedure, knitted vicryl mesh was then sutured into place using 4-0 vicryl sutures, ensuring proper lateral and inferior fold placement. The final implant was chosen and placed in the pocket, and the vicryl mesh was secured to the pectoralis muscle with vicryl 4-0 sutures. Minor complications included minor flap necrosis (n=4), nipple partial necrosis (n=2), minor infection (n=2) which was treated with conservative treatment, seroma (n=1) treated by percutaneous drainage, surgical site infection (n=3) that required surgical drainage, major flap necrosis (n=1) requiring surgical correction and conversion to autologous-flap-based reconstruction.